Event description:
It was reported that during unpacking damage to the packaging was noted. The flexima vscl reg 14fr/35cm catheter had a hole in the sterile packaging. There was no other damage to the device.

Manufacturer narrative:
Device evaluated by manufacturer: received one flexima vscl reg 14fr/35cm device with all components in original unopened pouch with product label together. The product pouch was not opened indicating the device was not used. A visual evaluation found a tear in the mylar side (clear/ transparent) of the pouch near the product label and a small piece of tape was attached to the tear likely by the customer. Evaluating the tear, it appears to be caused during distribution/ transit handling, breaching the sterility barrier. No damage was observed on the catheter device but the metal cannula with trocar was found to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpacking damage to the packaging was noted. The flexima vscl reg 14fr/35cm catheter had a hole in the sterile packaging. There was no other damage to the device.